Event description:
It was reported that during a colectomy procedure, the device produced a malformed staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.